Manufacturer narrative:
System verified; no issue duplicated. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that images were freezing intermittently during use on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.